Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging migraines which causes numbness on the left side of head, throat irritation which causes difficulty swallowing and is lightheaded while using the device. During a gfe attempt patient stated they experienced heart problems. Patient states they were seen by a neuro specialist for increased intracranial pressure that then required a lumbar puncture procedure to drain fluid pressure. Patient also states they were seen by a throat specialist and was treated for gerd. The device settings were 5-15 cm h20. The patient states they cleaned the device with lysol wipes. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.